Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter for the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The reporter claimed that the product issue began on (B)(6) 2016, 5:00pm although no results were provided at this time. The patient manages her diabetes with insulin and increased her dose of insulin ¿humalog 20 units¿ as a result of the alleged high reading. The reporter stated that on (B)(6) 2016 at 5:00pm the patient attended hospital as a result of further unknown high reading and obtained an alleged inaccurately high blood glucose result of 281mg/dl on the subject meter compared to 131mg/dl on the other device (emergency room ER meter), performed within 30 minutes of each other. The reporter denied that the patient developed any symptoms or received any treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had completed the correct testing steps and an approved sample site was used to obtain a blood sample. The patient¿s test strips had been stored correctly and were within expiry date. The test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.